Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided.

Event description:
It was reported that the flexband device was explanted due to a reported patient reaction. The pathology report revealed the presence of granulation and fibrous scar tissue.